Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the pump and causing it to shut down. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump was needed and continued to use the current pump as a backup therapy. Technical support confirmed the shipping details and instructed the customer to allow the battery to deplete before returning the problematic pump using a pre-paid label within 10 days.